Event description:
Plum "a+" pump. An insulin drip had been hung at a rate of 2.5 cc/hr. Approximately two hours later the bag was empty. The patient did not present as if he had received that much insulin. The pump showed that 90cc had infused. Concerned that the pump is malfunctioning.